Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an episode of peritonitis. On an unspecified date, the patient was hospitalized for the event. The cause of the peritonitis and treatment for the event were not reported. It was reported the patient was expected to be discharged from the hospital the day following receipt of this report. The patient was recovered from the peritonitis event. On an unspecified date during the same month as event onset, the pd catheter was removed and the patient was temporarily placed on hemodialysis. No additional information is available.